Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
It was reported that there was a malfunction resulting in loss of oxygen during a case. The patient was switched to another unit and case resumed. There was no patient injury.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: patient information could not be obtained due to country privacy laws. Legal manufacturer: hcs research park - 9900 innovation drive, USA wauwatosa, wi 53226.